Event description:
During ent septoplasty, submucous resection, tissue removal, the diamond tip of a 70 degree 4mm bur separated from the hand piece. An attempt to extract the tip employing x-ray imaging and endoscopy was unsuccessful.